Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation exhibited gradually increasing daily shock lead integrity (sli) readings since implant. Measurements were normal at implant and now are up to 120 ohms. The pocket was re-openeded to find that the right ventricular proximal coil terminal pin was able to be pulled out of the header. The setscrew was deployed but the lead was not attached. Defibrillation thresholds (dft's) were attempted and would not convert the patient. Subsequently, the device was explanted and another guidant high energy implantable cardioverter defibrillator (ICD) was successfully implanted.